Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2018-00174: head; 3025141-2018-00175: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in the patient. At some point post operatively, the head/neck assembly dissociated from the stem. The implant will be explanted.